Manufacturer narrative:
B3: estimated date. Visual inspections were performed on the returned device. The reported failure to fire was observed as a link break. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that proglide devices were used for vessel closure relative to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of the proglides released incorrectly with two proglide devices [deployment issue]. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.